Manufacturer narrative:
Batch review performed on 26 april 2018. Lot 160304: (B)(4) items manufactured and released on 04 april 2016- expiration date: 2021-03-20 no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Clinical evaluation performed on 25 april 2018: postoperative femoral fracture, 2 months after primary cementless tha. According to the report, the fracture happened during walking re-education period of time. No reason to suspect that this event is due to a faulty device.

Event description:
Two (2) months after primary the surgeon revised the patient for a femoral fracture happened during physical therapy. The surgery was completed successfully.